Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pacemaker mediated tachycardia was observed. Longer pvarp was programmed. Device remains implanted.